Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to high blood glucose and diabetic ketoacidosis because of bent cannula and treated with IV fluids of saline and insulin on (B)(6) 2026.